Manufacturer narrative:
Health effect - clinical code metabolic acidosis e1213 no further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had poor flows on the heartmate 3 and increasing lactate levels. The patient was initiated on the central veno-arterial extracorporeal membrane oxygenation (va ECMO) for additional cardiac output support. The patient's heartmate 3 speed was augmented at 4200rpm and 1.5lpm while in extracorporeal membrane oxygenation (ECMO) flows. The center to engage extended silence to reduce alarm burden. The clinicians decided to deactivate the heartmate 3 while patient was still being supported by va ECMO on (B)(6) 2026. The clinical course was complicated by right caudate ischemic infarct. The patient was without purposeful movements. The heartmate 3 support was withdrawn. The patient was being supported by ECMO.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 lvas. Additionally, it addresses all pump parameters including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.